Event description:
The manufacturer received information alleging a patient expired while using a ventilator. According to the reporter of the event, the patient's caregiver left the house at approximately 09:30 am and returned at approximately 10:45 am on the reported day of the event, (B)(6) 2017. When the caregiver returned, he found the patient circuit disconnected from the ventilator. The caregiver re-connected the patient circuit, but the patient had expired due to cardiopulmonary arrest. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The device's downloaded event logs were reviewed. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The event logs confirm the ventilator began alarming for patient disconnect and low minute ventilation conditions at 09:40:30 local time on the day of the event. The alarms sounded for 2661 seconds (approximately 44.5 minutes) followed by intermittent patient disconnect and low minute ventilation alarms until the device was manually powered off at 12:19:56 local time. None of the alarms were acknowledged/silenced. The ventilator was not powered on again until 17:38:02 local time on (B)(6) 2017. The manufacturer concludes the ventilator alarmed appropriately for a patient circuit disconnect condition. The reported event occurred due to the patient's caregiver not being present to address the situation.